Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: a visual inspection confirmed that the keypad cover was returned with no tears or peeling. The keypad button symbols were worn, which has no effect on insulin delivery function. During testing, all the keypad buttons were intermittently unresponsive and required excessive force to activate. The keypad cover was opened and evidence of contamination was found under all button contacts. Unrelated to complaint, the vibration motor was found to be unresponsive. Additionally, evaluation revealed a cracked battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging an unresponsive button issue. The "ok" button is intermittently responsive and worn. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.